Event description:
It was reported that this right ventricular (rv) lead exhibited increase in both pacing impedance measurements and shock impedance measurements. The physician decided to replace this lead. It was noted that during this lead extraction, helix was unable to retract despite several attempts. Then this lead was explanted using cook extraction system, however when advancing toward the distal tip the lead tip broke off. The physician was confident that the lead tip does not pose a risk to the patient, as it was firmly attached in the myocardium, so no attempts were made to remove the lead tip. There were also no plans to retrieve it at a later date and the lead tip remains in patient's body. Subsequently the lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported. This lead is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed with a total length of 605 mm. It was noted that both the terminal and tip end are not available, and terminal end was cut with a tool. The tip end was pulled to destruction and left in the patients body. An extracting stylet was returned stuck in the lead. There were cuts noted in the outer insulation likely due to explant damage. Calcification was observed on the outer insulation and shocking coils. X-ray imaging was performed and there were no issues noted on the cables from the segment returned.

Event description:
It was reported that this right ventricular (rv) lead exhibited increase in both pacing impedance measurements and shock impedance measurements. The physician decided to replace this lead. It was noted that during this lead extraction, helix was unable to retract despite several attempts. Then this lead was explanted using cook extraction system, however when advancing toward the distal tip the lead tip broke off. The physician was confident that the lead tip does not pose a risk to the patient, as it was firmly attached in the myocardium, so no attempts were made to remove the lead tip. There were also no plans to retrieve it at a later date, and the lead tip remains in patient's body. Subsequently the lead was explanted, and a new lead was successfully implanted. No additional patient adverse effects were reported. The lead was returned, and analysis was completed, and the report is updated with the product investigation results.